Event description:
Mea procedure performed in 2006. The physician reported that a technical problem occurred with the first mea probe he inserted into the patient; no additional information could be obtained regarding this technical problem. On insertion of a second probe, he obtained a different cavity length reading than he had noted prior to the treatment day. The phsycian proceeded with mea treatment, but the treatment was aborted when he noted an abnormal temperature profile. The patient returned 7 days larer complaining of lower abdominal pain and symptoms of peritonitis. Lapartomy confirmed perforation of the uterus and the ileum. The damage to the ileum was corrected with suturing. The patient has been discharged and is recovering well.

Manufacturer narrative:
The mea system records date for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures.